Event description:
It was reported that patient was having chest discomfort and no pain relief for leg pain. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices were not returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2021. Block d6b: explant date: (B)(6) 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6).